Event description:
It was reported that the device was used during a laparoscopic sigmoid colectomy. The device is locked out and could not get off the tissue. Another device was used to cut around the device to remove from the tissue. This occurred on the second firing. There was no adverse consequence to the patient. On what tissue type was the device used? Large bowel/rectum at what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second firing. During which stroke did the event occur? Unk. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Device had to be cut off the tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/ interrupted firing. The ec60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.